Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the patient experienced an overdose after a medication refill. It was unknown if there were any environmental/external/patient factors, troubleshooting/diagnostics or actions/interventions. It was also unknown if the issue had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the patient's age and medical history at the time of the event was unknown. It was unknown if the patient experienced any specific symptoms related to the overdose. The serial number and implant date of the patient's pump were unknown. It was unknown when the overdose was first observed. The initial reporter information was provided. The cause of the overdose had not been determined. A pump failure had been ruled out. There was no reason to suggest that the mdt device was delivering the intended therapy in a matter greater than prescribed. The medication used at the time of the event was unknown. The patient was admitted as a precaution and kept under observation while receiving the treatment prescribed by the doctors. The overdose resolved. Surgical intervention did not occur. The device remains in use.